Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Event report received to cfn clinical practice consultant during a site visit. Customer reported a bulge in the pump segment during an infusion. The pump module was replaced and the infusion restarted (using the same tubing) without issue. No pt harm or medical intervention occurred. No further pt/event info was reported.